Event description:
It was reported that insulin pump showed cartridge alarm during a bolus, stopped delivery after giving only part of requested dose, and prompted unexpected cartridge change even though insulin remained in cartridge. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and supplies before speaking with support, then successfully delivered bolus with new supplies and was able to load cartridge and resume insulin therapy, and technical support confirmed alarm type and considered issue resolved; no additional outcome information was received.